Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. 97714 ipg, implanted: (B)(6) 2017, 977a260 lead, implanted: (B)(6) 2014, 977a260 lead implanted: (B)(6) 20214. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited damage. The locking end of the battery cable broke off leaving the end of the battery without the twist lock. The battery was exchanged. No patient complications have been reported as a result of this event.